Manufacturer narrative:
Logs were reviewed however the logs do not provide any addition information to the probable cause of the event.

Manufacturer narrative:
A representative reviewed 3 archived exams and there was one that was usable. The other two had missing slices and an error message associated. The 3d model registration had most of the nose cut off and some noise around the top of the head. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation device being used for an electrode and probe placement procedure. It was reported that there was an inaccuracy during a nexframe deep brain stimulation (dbs) case. After auto-registration, the alignment to the target was off plan by about 8mm. There was a 5 minute delay due to the reported issue. The surgeon proceeded with navigation and there was no patient impact. No complications were reported/anticipated.

Manufacturer narrative:
Correction: a medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be reproduced. The system then passed the system checkout and was found to be fully functional.